Manufacturer narrative:
(B)(4) - cartridge pan dislodged, premature sled movement, damaged cartridge additional information: did the device deliver any staples? Yes. If yes, were the staples formed properly? Some staples were unformed. If yes, was the staple line complete? No. The analysis found that the pce45a device was received in good visual condition and with two ecr40b cartridge reloads present. Cartridge (b) k5ec9g, was received fully fired with the pan detached and damaged, in addition there is damaged in the cartridge deck at distal side. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. In addition, cartridge (c) k5ec9g, was received partially fired 1/10 and in good visual conditions. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the knife stopped at about the two third point of the 3rd firing. The device was released with the knife reverse switch. Then, a nurse could not load another ecr45b into the same device after the device was removed from the patient. The target tissue was regular. There was no unexpected resistance in closing. Reinforce material was not used. Another competitive device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the event, the knife move forward properly. Also, the 4th cartridge could not be loaded into the complaint pce45a but could be loaded into another device. Besides, the cartridge pan of the 3rd cartridge was deformed.